Manufacturer narrative:
In relation to the reported event, on 07/09/2019, intuitive surgical, inc. (Isi) received FDA uf/importer report #(B)(4) with the following event description: "the patient was admitted for a robotic total abdominal hysterectomy. The procedure went well but the non-radiopaque insulating sleeve for the davinci xi monopolar curved scissors fell off into the patient. The surgeon searched for the sleeve for 3 hours, taking two x-rays, and the procedure progressed from robotic, to laparoscopic to partially opened. Ultimately the patient was closed so that additional radiology images could be obtained. The patient was taken for a CT scan the next day and the sleeve was located. The patient returned to the o.r. And the sleeve was removed under ultrasound guidance. The patient's outcome is pending. The sleeves should be radiopaque. We have at least 6 other instances of the sleeves coming off in the patient. In two cases there was melting of the sleeve noted. We know of 6 other similar events at the time of this report, when the insulating sleeve fell off the scissors into the patient. In those cases, the sleeve was found and the sleeve, along with the scissors, given to the manufacturer rep for evaluation. In two cases there was reported melting of the sleeve, so it is unclear whether the defect is within the sleeve, whether the scissors are generating too much heat, or some other cause exists. At a minimum the manufacturer should have a radiopaque marker on the sleeve to aid with x-ray location of the device should this be an ongoing concern. We have not yet received feedback from the manufacturer related to the cause of this issue."

Manufacturer narrative:
Isi has not received the mcs tip cover accessory or mcs instrument involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. Based on the available system logs, no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory allegedly fell inside the patient and was not initially found. The mcs tip cover accessory was retrieved during another unspecified surgical procedure. At this time, the root cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, a monopolar curved scissors (mcs) tip cover accessory allegedly fell inside the patient and was not retrieved. The surgeon elected to convert to open surgery to search for the mcs tip cover accessory. An x-ray, ultrasound test, and other unspecified tests were also performed to search for the missing tip cover accessory. However, the mcs tip cover accessory was not found. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the robotics coordinator was not present during the da vinci-assisted surgical procedure which was not recorded on video. The surgical staff had used the installation tool to install the mcs tip cover accessory on the mcs instrument. The robotics coordinator was 99% sure lubricant was not applied by the surgical staff to the mcs instrument. The surgical staff did not report observing any issues with the mcs instrument or mcs tip cover accessory while the device was in use. Towards the end of the surgical procedure, the surgical staff noticed that the mcs tip cover accessory was missing after the mcs instrument was removed through a cannula. After the hysterectomy was completed robotically, the surgeon elected to convert the procedure to open surgery in order to search for the mcs tip cover accessory. Although the mcs tip cover accessory was not recovered at that time, the robotics coordinator reported that the mcs tip cover accessory was retrieved during another unspecified procedure. No post-operative complications have been reported. Both the mcs instrument and mcs tip cover accessory have been sent to the site's legal department and are not available for isi to evaluate. The robotics coordinator did not know if any damage was found on the mcs instrument or mcs tip cover accessory.